Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming and had a book on the screen pointing to an insulin pump with a red x. The customer's blood glucose level was 228 mg/dl at the time of the incident. The customer stated that they received an open book image on the insulin pump screen. The customer stated that they took out the battery but the insulin pump was still alarming. The customer informed that the insulin pump was not damaged. The customer mentioned that the insulin pump was clipped on the shower curtain but was not submerged with water. The customer stated that their sets were falling off because of sweat. The customer were having issues within the last month. The customer stated that about 30 of the infusion sets had fell off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.